Event description:
It was reported that patient presented for a follow-up in clinic with non-sustained right ventricular oversensing episodes due to right ventricular loss of capture. Programming changes were performed. All other electrical values were normal. The patient was stable and will be followed up normally.